Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pyxibus module controller board was failed and had melted parts. A field service engineer replaced the module controller board; ran acceptance test in hardware the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not able to be recovered. Customer rebooted the device, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.